Event description:
The pt was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed cosmetic scratches to the display lens but demonstrated that pump was insulin delivery was operating within required specs and delivery accuracy.